Event description:
Pt came for schedule chemo tx. Problem noted with port-a-cath. Fluorscopic test revealed catheter discontinous from port-a-cath attachment site. Catheter had migrated distally into right atrium and right ventricle. Catheter fragment approx 19cm removed the next day, remaining portion of port-a-cath removed eleven days along with placement of new port-a-cath.